Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing a high/low (B)(6) siren tone coming from their implanted defibrillator. Upon interrogation, it was determined the alert triggered due to an impedance warning on the right ventricular (rv) coil of the rv lead. It was stated to appear to be a single measurement outside of the programmed range and all other measurements were deemed to be within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.